Event description:
A nurse reported the doctor stated that the footswitch was not creating enough vacuum pressure during a case. The case was performed without complication and with no harm to the patient. The facility decided to trouble shoot on additional cases by switching out the footpedal and the footpedal cable independently and had no further issues. They advised their footpedal cable was bent, resulting in the footswitch issue.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The system was manufactured on march 17, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).